Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional device type is as follows: PMA / 510(k)#: k130470. (B)(4).

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory personnel. The test was repeated and upon repeat the result was negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary the complaint of false positive results with biogx sara cov 2 was reported against the max instrument catalog number 441916, serial number (B)(6). Biogx review of the manufacturing records indicated that k20-306 lot shows acceptable performance characteristics. Customer provided 2 runs and reported a false positive n2 in run #874, lane b8 and a negative result in run #881, lane a1. Analysis of the curves from first sample run #874, lane b8 show an irregular curve with a signal increase at the same CT value in both channels. However, the signal increase in the n2 pcr curve caused an interruption of background correction generating a steady increase of fluorescence resulting in a false positive result. There are various potential contributors that could lead to this type of curve all of which attributed to a sample processing error of unknown origin. One of the potential contributors could be bubbles in the cartridge well coming from various elements (tips, instrument, workflow, etc.). Analysis of the curves for the second sample, run #881, lane a1 show no amplification further supporting the probable negative status of the sample. Based on complaints review for the biogx sars-cov-2 osr for bd max system lot k20-306, there is no indication of an increase in complaints for false positive complaints for this lot. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory personnel.the test was repeated and upon repeat the result was negative. Erroneous results were not reported out and there was no report of patient impact.